Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm 1 issue could not be verified; however, multiple different issues were identified (faulty drivetrain assembly, and malfunctions 9, 12, and 16).

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 589 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.